Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: c01a, 510k #: k180700 and UDI #: (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture at l1 and cleft inside the vertebral body it was reported that the patient underwent balloon kyphoplasty. Intra-op, the cement of the first bone filler device (bfd) was filled 1.5cc to the cleft part at l2. When the surgeon was filling the cement of the second bfd, the cement started to solidify. The cement, which was previously filled to the cleft part, and the cement which was still in the second bfd got stuck, and remained in cylindrical shape. The surgeon cut the cement off as close as possible to the lamina. Bone cement was filled 1.5cc both on the left and the right side. Additional filling could not be performed due to bone sclerosis. The procedure time was delayed by less than 60 minutes as a result of this event; but no complications were reported.